Event description:
A peritoneal dialysis (pd) pt reported during treatment, she encountered drain issues and had difficulty stopping the cycler. When treatment was cancelled the pt's husband found fluid leaking from the cassette, which appeared to be perforated. The pt switched to manual treatment. The cassette was discarded. During f/u with the pt's pd nurse, she reported that the pt's effluent was clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.